Manufacturer narrative:
Integra has completed their internal investigation on march 27, 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; it was observed that the black insulated sheath does not recover entirely the tube. Around 7mm of the proximal end is not insulated and the metal is visible. Distal end of the sheath is accordion-folded. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; first occurrence for this risk for this device - no adverse trend. Conclusion: the most probable cause of the deficiency observed is a material issue with a stability defect of the black insulated sheath during reprocessing. Such defect should have been detected prior use after reprocessing. Our IFU nt060 provided with this product include the statement: "make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition."

Event description:
It was reported that when the forceps was removed from abdomen, the black coating of the unit was retracted (around itself). So it was impossible to remove the unit from trocar. The medical staff had to remove forceps and trocar to follow the procedure with another forceps and another trocar. No patient injury reported and the event did not lead to surgical delay.